Manufacturer narrative:
Device evaluation pending. A supplemental MDR will be submitted when the evaluation is complete.

Event description:
Edwards received information that a venous cannula was exchanged due to inappropriate flow. The team was unable to get to the calculated full bypass flow of 4.5lpm. When the vacuum assist was used the wire wound top section of the cannula collapsed under the vacuum of -60mmhg. The team normally run a vacuum between -80 to -100 mmhg without problems when using this cannula. The cannula also became kinked where the wire wound section joins the clear top section. The maximum flow they could get without the cannula collapsing was 3.7lpm. The surgeon had to cut another venous cannula into the line, so they were able to get sufficient flow. They had to come off bypass 3 times to resolve the issue. The patient was cannulated in the femoral vein due to their previous CABG operation. The patient was noted well without any complications.

Manufacturer narrative:
Device evaluated by manufacturer: during device examination, as received, the device was found to have several kinks through out the cannula body. There was no other abnormality found on the device. Further evaluation is being performed. A supplemental will be submitted when evaluation is complete.

Manufacturer narrative:
The thickness of the cannula wall was measured and found to be within specification. A manufacturing or design defect was not identified. A root cause cannot be determined at this time. Manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event. The complaint trend was assessed and was found to be in control. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems.